Event description:
Device broke or disassembled during use. The customer reported via the sales representative that following a successful implantation of the cup and liner, the surgeon reduced the head into the liner. It is further reported that the surgeon performed a range of motion tests and noticed that the liner popped out of the cup and wire around the liner was fractured. The customer states that the procedure was completed successfully by using an alternative sized head and liner with no adverse effects to the patient.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There is 1 event associated with this event type (device broke or disassembled during use) and product code (B) (4).